Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that patient's stimulation was turned up to ten and she was not feeling stimulation. They had tried turning stimulation off then back on but that did not resolve the issue. The patient's daughter restated that when feeling stimulation it was in her buttock not in the bike seat and indicated that stimulation was in the wrong location. The patient's daughter asked about switching sides but was told to do so per instruction.

Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer's family reported the patient only felt stimulation when she increased it and felt it in her left butt cheek just below where the lead is positioned. The therapy was on. Additional information from the manufacturers' representative noted the leads migrated away from the nerve in the left side and the patient had to turn up amplitude in order to feel any stimulation. The patient switched sides and the lead migrated as well. The temporary leads were pulled on (B)(6) 2015 and she was scheduled for advanced placement the week after report. No further information was provided. If additional information is received, a follow up report will be sent.